Event description:
Compromised sterile packaging found in the operating room. No significant extension of surgery time.

Manufacturer narrative:
The returned product was reviewed at depuy and by the supplier to confirm the complaint with evidence of the alleged product deficiency. The root cause could not be determined. Supplier commenced a review of the manufacturing records, and confirmed that the in-process package integrity tests (burst test) were complete in accordance with requirements, and show all results to be in excess of the minimum level for this pack. The validated packaging process (including transit trials) has been reviewed, and no concerns have been identified. Depuy warsaw considers the investigation closed. Should any additional information be received, the investigation will be reopened.